Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. No product was returned. The x-ray review identified loosening of the tibia and femoral implants and possibly secondary infection. Also, extensive osteolysis was noted and the tibial component was subsidence and fragment of the proximal tibia. Per package insert : pain, infection, subsidence, osteolysis, bone fracture, and loosening are known adverse effects of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component, catalog #: 00598004701, lot #: 63085208, femoral component, catalog #: 00599401791, lot #: 62447562, distal femoral augment block, catalog #: 00599003710, lot #: 63138098, stem extension, catalog #: 00598801215, lot #: 62203338, headed screw 48mm, catalog #: 00579104100, lot #: 63141469, posterior femoral augment block, catalog #: 00599003701, lot #: 62998902, headless screw 48mm, catalog #: 00579104200, lot #: 62565597, headless screw 48mm, catalog #: 00579104200, lot #: 63060392, stem extension, catalog #: 00598802012, lot #: 62755081. Report source: foreign: this event occurred in (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as their policy states no products are to be returned. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00869, 0001822565-2018-06919, 0001822565-2018-06920, 0001822565-2018-06998, 0002648920-2018-00884, 0001822565-2018-07000, 0001822565-2018-07038, 0001822565-2018-07039, 0001822565-2018-07041, 0001822565-2018-07042. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient underwent a revision due to infection and pain. During the procedure the soft tissue was debrided and the patient's bone was corrected. The patient's wound was irrigated with antibiotics, vacuum wound dressing was applied and the patient also had an external fixation device applied. It was noted that the cause of the infection was due to a recurrent skin infection (pseudomonas microorganism).